Event description:
Tavr procedure- value deployed in descending aorta via fluoroscopy secondary to equipment failure prior to deployment across aortic value. At the level of the descending thoracic aorta, the valve was prepared by withdrawing the balloon into the trans-catheter valve. At this time the angiography suite computer suffered a malfunction and we no longer had the ability to image the procedure. All x-ray capacity was lost. Numerous attempts by hospital biomed and ge technicians to correct the situation failed, and ge concluded it was a hardware issue that could not be repaired at the time of the event. Given the patient's size and quality of c-arm imaging, the physicians decided to abort the tavr procedure. Attempts to withdraw the valve carefully back into the delivery sheath were unsuccessful. Therefore, the physicians felt the safest option was to deploy the valve in the descending thoracic aorta above the level of the renal arteries. Angiography confirmed good positioning and the valve appeared stable. Vascular surgery was consulted, and it was decided the best course at a later date would be to insert a custom-made sheath to obliterate the valve leaflets, and more thoroughly secure positioning of the valve. Patient was discharged on (B)(6) 2020. He was instructed to take coumadin 10 mg by mouth, and follow-up with his pcp re subsequent dosing. In addition, it was anticipated the patient's kidneys would need 2 weeks to recover before next attempt to complete the proposed procedure.